Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years after insertion and 1 day after removal of essure. The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal') and pelvic abscess ('pelvic abscess post essure removal'). In an adult female patient who had essure (batch no. 898928) inserted. The patient's concurrent conditions included: adenomyosis, leiomyoma nos, genital bleeding and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years after insertion and 1 day after removal of essure. On an unknown date, the patient experienced pelvic abscess (seriousness criterion medically significant). The patient was treated with surgery (essure removed on (B)(6) 2019, robotic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and pelvic abscess outcome was unknown. The reporter considered medical device removal and pelvic abscess to be related to essure. The reporter commented: discrepancy noted, date(s) of insertion: (B)(6) 2012 (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2019, impression: left lower quadrant anterior abdominal wall subcutaneous tissue stranding likely posttraumatic. Hysterectomy: overlying 4.9 x 2.3 x 2.8 cm pelvic fluid collection suspicious for abscess. Descending colon diverticulosis without acute diverticulitis. Umbilical fat-containing hernia. Lot number#: 898928, manufacturing date: 2011-08, expiration date: 2014-08 . Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and postoperative abscess ('pelvic abscess post essure removal') in an adult female patient who had essure (batch no. 898928) inserted. The patient's concurrent conditions included adenomyosis, leiomyoma nos, genital bleeding and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years after insertion and 1 day after removal of essure. On an unknown date, the patient experienced postoperative abscess (seriousness criterion medically significant). The patient was treated with surgery (essure removed on (B)(6) 2019, robotic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on 11-(B)(6) 2019. At the time of the report, the medical device removal and postoperative abscess outcome was unknown. The reporter considered medical device removal and postoperative abscess to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2012(per mr). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2019: impression: left lower quadrant anterior abdominal wall subcutaneous tissue stranding likely posttraumatic. Hysterectomy. Overlying 4.9 x 2.3 x 2.8 cm pelvic fluid collection suspicious for abscess. Descending colon diverticulosis without acute diverticulitis. Umbilical fat-containing hernia. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received. Lot number added. Reporter, concurrent conditions were added. Follow up 1 and 2 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.